Event description:
The entire device was removed from the pt and replaced due to ballooning of one cylinder-difficulty with inflation and deflation with a bulge at left base of penis. Add'l lot/ser no: 1763m 020.